Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified vessel. A 30mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon broke. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. At 4mm from the tip moving proximally for a length of 18mm, the balloon has a longitudinal tear. Product analysis confirmed the reported burst, as there was a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified vessel. A 30mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon broke. The procedure was completed with a different device. There were no patient complications reported.